Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the drawer was not registered on the communication bus and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer could find no failure notifications on the station. The system functioned as intended after the field service engineer troubleshot the device.